Event description:
It was reported that the xpert self expanding stent catheter was removed from the packaging and flushed without difficulties. Before the device was backloaded onto the guide wire, it was observed that approximately 1mm of the stent struts were exposed from the sheath. The stent struts were not expanded. The device was put aside and was not used; there was no patient involvement. Another xpert device was used without problems. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.